Event description:
A pump alarm was reported by the customer, identified as alarm 30, occurring during active pumping, but it did not lead to any adverse impact on the customer's blood glucose level. The customer was unable to resume insulin therapy successfully due to a recurring cartridge alarm, despite following the proper load technique advised by technical support. Consequently, technical support decided to replace the pump. The customer was instructed to switch to multiple daily injections as a backup therapy to ensure continued insulin delivery, and to send back the faulty pump using a pre-paid return label within 10 days, understanding how to set the pump into storage mode prior to returning it.